Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the defective moog blower. Alarm 316 - "blower failure" triggered during start-up self-test. Alarm 401 - "inspiration valve or device leaky" triggered as consequence with error 4 as reason (blower pressure too low or not stable). It is visible in the screenshots that "voltage check" blower is okay, while the blower rpm remains at zero. Main board replaced already and blower failure still active. As a resolution new blower will be ship to the customer.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files shows that alarm 401 was triggered 14 times along with alarm 316-blower failure between 9/06-11/06 and warning log entry- warning / nt refpointsearch, offset: 0, elapsed: 5121, timeout: 0, error: 4, extrap pt [stp]: 300, leakflow [m^3/s]: 0, pressure [pa]: 11, debuginfo1: 0, debuginfo2: 0 (occurence count: 1). Vyaire medical informed the customer to take a screenshot of adc screen without connecting the circuit and red tube and perform the blower test as per attached instructions on 25%,30%, 35% blower voltage, take the screen shot of each setting. Perform the inspiration valve test as per attached instructions, after point no.12, set the blower off, and continue to follow instructions from point no.13-16, take the screenshots and send the logs file. Update the software and perform the calibration of photonic o2 sensor as per attached instructions, download and send the log files. Vyaire medical has requested that the cs team deliver the main electronics assembly replacement to the customer under warranty. Customer informed that they have cross checked the unit with good known main electronics but problem was not resolved, then they replaced the blower also and units works well after both (main electronics and blower). Vyaire medical has requested that the cs team to deliver new blower under warranty. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 is having an alarm 401-inspiration valve or device leaky. Furthermore, there was no patient involvement associated with the reported event.